Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They further instruct users to return any damaged components to heartware. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Patients are instructed not to shower while on hvad support until they have received permission from their clinician to do so and only then with a heartware shower bag. All patients and caregivers should be trained on shower bag operation prior to use to ensure safe and appropriate use. These instructions include warnings to not allow water or other fluids to enter the controller. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high-power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high-power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) - controller / catalog number 1403us / expiration date 06-30-2016. UDI #: unknown. Device available for evaluation?: yes, 05-25-2017. No, device evaluation anticipated, but not yet begun (02). Device manufacture date: 06-02-2015. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was showering at home when she heard a controller alarm; the patient was using her shower bag while in the shower. The patient's husband assisted her in getting out of the shower and exchanged her controller. The faulty controller continued alarming even after the care giver had attached the red plug. Upon inspection, it was noted that the controller's screen displayed signs of condensation. The coordinator also reported three alarms indicating high watts, controller faults, and vad stop. The patient denied dizziness or feeling lightheaded during the event. The pump was added to the complaint to capture the high watt alarm even though it does not appear to be associated with any device thrombus incident. There were no patient consequences associated with the event.

Manufacturer narrative:
Failure analysis of the returned controller revealed a loose power port 1 and serial port connector. Functional testing revealed that the controller was able to start and run a pump. An internal inspection of the controller revealed extensive corrosion and contamination on the printed circuit board (pcb), consistent with ingress of fluid within the controller. Furthermore, corrosion was found in proximity of the motor drive mosfets, which confirmed the open mosfet controller fault alarm. The most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the reported event can be attributed to lose connectors, resulting in water ingress while the patient was showering. The water came in contact with several components on the printed circuit board, resulting in the reported "controller fault" and continuous alarms the patient experienced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.